Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap and a transfer set. The minicap was loosely fastened to the transfer set and could not be properly connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: 510(k) was inadvertently left out of the previous submission. An actual device was received and evaluated for the reported event of a connection issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification, but noted no issues. Functional testing performed which included leak testing (underwater pressure test), clear passage testing and clamp function testing. The device passed all of the functional testing and was found to be within specifications for the reported event; therefore the connection issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.